Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument was broken. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this broken instrument did not reach patient. I have no more details on this.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.